Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported the event continues and there have been no medical or surgical interventions performed. She reported the pt was referred to another surgeon who performed a pentacam analysis which showed a "posterior float analysis with posterior astigmatism at approx 30 degrees and in addition, the corneas were significantly thinner in this area as well. The surgeon reported the pt is not able to wear glasses successfully and this may be due to anisometropia. The surgeon continues to work with the pt for a solution.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There had been no other complaints reported in the lot number. Add'l info was requested on 09/15/2011 and 09/16/2011 by phone, fax, and mail. A completed questionnaire was received on 09/29/2011. (B)(4).